Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was noted that the stent was partially deployed on return. The flexor was kinked at the handle. No lockwire was returned. Retraction / deployment of the stent were not possible. The handle was opened in the lab and the flexor was broken. The stent was manually deployed and was fine. The customer complaint was confirmed as the flexor was broken in the handle. Prior to distribution all evo-22-27-9-d devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot # c1286121; upon review of complaints this failure mode has not occurred previously with this lot # c1286121. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent would not deploy.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). This report is being submitted due to corrections: it may be noted that a project has been assigned to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences.

Event description:
Report is submitted due to corrections . Stent would not deploy.